Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2011; 5071-53 lead, implanted: (B)(6) 2011. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. It was noted that the left ventricular (lv) lead had chronic high thresholds due to patient anatomy. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.